Manufacturer narrative:
(B)(6).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) was displaying a "fan failure detected" alarm messages. There was no patient involvement or harm reported. A getinge field service engineer (fse) evaluated the unit. The fse checked the machine and cleaned the rear panel fan and the compressor upper side fan. This fan failure alarm was not getting displayed anymore. The unit was handed over to the customer in good working condition.